Event description:
It was reported that the patient was taken to the emergency room on (B)(6) 2011 and was admitted with dka and high blood glucose levels (500mg/dl) and nausea and vomiting. The patient's blood glucose levels reportedly began to rise on (B)(6) and reached 500mg/dl on (B)(4). The patient was released from the hospital on (B)(6) on injections. The patient's doctor alleged that the issue may be related to the pump. The patient believes that the elevated blood glucose levels are due to increased eating and eating unhealthy foods due to the holidays.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.